Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 65 units. Reportedly, the cartridge was filled with 120 units. Blood glucose level was 230 mg/dl . Reportedly, the customer continued using the existing cartridge for insulin therapy.